Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer performed a supply change to address the issue. Additionally, it was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. The customer's blood glucose level ranged from 110-120 mg/dl.